Event description:
Procedure: thoracotomy. According to the reporter: duet sulu was loaded onto the handle. The instrument was cycled and opened properly. The surgeon closed the stapler on the pulmonary artery, fired as usual, but the stapler would not open. The surgeon had to eventually cut around the stapler to get it out of the patient.

Manufacturer narrative:
Tracking number: (B)(4) . Initial report sent to FDA on (B)(6) 2010.